Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open right liver lobectomy, when the hepatic vein was resected, the device was difficult to fire but it was able to be fired. The device was detached from the resected blood vessel after stapling, there was an excessive hemorrhaging during left hepatic lobectomy when the middle and left roots of the hepatic vein were treated all at once. Blood vessel wall ruptured to the area near inferior vena cava, and a cardiovascular surgeon performed vascular reconstruction using an artificial heart lung. Manual suturing was also performed. The cardiac arrest time was 20 minutes. Surgical time was extended by four hours and 42 minutes. Currently, the patient¿s condition is stable.

Manufacturer narrative:
Additional information: g3, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the reload was fully fired with the interlock engaged. The jaws were open. A visual inspection of the returned video and photos noted, the handle was actuated but the tissue was unable to be cut. Blood could be seen pooling under the held tissue. The reload appeared difficult to fire. Two images of resected tissue and one image of loose staples could be seen. A partially formed staple could be seen inside of the tissue. Several of the loose staples appeared malformed and damaged. The remaining staples were partially formed. It was reported that the staple line was bleeding and the device was difficult to fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open right liver lobectomy, when the hepatic vein was resected, the device was difficult to fire but it was able to be fired. The device was detached from the resected blood vessel after stapling, there was an excessive hemorrhaging during left hepatic lobectomy when the middle and left roots of the hepatic vein were treated all at once. Blood vessel wall ruptured to the area near inferior vena cava, and a cardiovascular surgeon performed vascular reconstruction using an artificial heart lung. Manual suturing was also performed. The cardiac arrest time was 20 minutes. Surgical time was extended. Currently, the patient¿s condition is stable.